Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.5/4.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Refractive surprise is observed. If additional information is received a supplemental medwatch report will be submitted.